Event description:
Reporter indicated that their hp handheld computer screen showed "program was kicked off the handheld" . A reinstallation of the flashcard was performed and did not resolve the issue. The hp handheld computer and software are pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.